Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying communication loss across the monitored gz transmitters. This communication loss lasted for about 30 seconds after which everything returned back to normal. Their remote nurse's station (rns) displayed the same issue. No harm or injury was reported. 08/25/2021 emailed customer via microsoft outlook for all items under the no information section. An "unknown" reply was received. Additional device information: concomitant medical device: the following device(s) were used in conjunction with the cns: transmitter: model #: gz-130pa, serial #: (B)(4). Device manufacturer data: 01/19/2017 unique identifier (UDI) #: (B)(4). Model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) is displaying communication loss across the monitored gz transmitters. This communication loss lasted for about 30 seconds after which everything returned back to normal. Their remote nurse's station (rns) displayed the same issue. No harm or injury was reported.